Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s asr exemption # e1999017. Device evaluation summary: according to the information received, a rupture of the patient¿s right breast prosthesis was reported. The physical device was not returned to mentor and analysis was performed on a photo received. Upon visual inspection of the picture, it was observed to be intact. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process, complaint trends for mentor devices will continue to be monitored by quality assurance. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: suspected rupture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor asr reference number (B)(4). It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation procedure with an unspecified mentor breast prosthesis that ruptured after implantation. Rupture of the patient¿s right breast prosthesis was diagnosed by ultrasound. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 400cc gel breast prostheses on (B)(6) 2017.